Event description:
The article, "self-expanding transcatheter aortic valves optimize transvalvular hemodynamics independent of intra- versus supra-annular design", was reviewed. The article presented a prospective, single center study to characterize transvalvular hemodynamics during the first 30 days after transcatheter aortic valve implantation (tavi) across various transcatheter heart valves (thvs), while adjusting for annular dimensions. Devices included in this study were portico (abbott vascular), sapien 3 ultra (edwards lifesciences), and evolut pro+ (medtronic). The article concluded that compared with balloon-expandable valves, self-expanding thv may optimize transvalvular hemodynamics across all annular diameters, independent of their supra-annular and intra-annular design. [The primary and corresponding author was ibrahim sultan, division of cardiac surgery, department of cardiothoracic surgery, university of pittsburgh, pittsburgh, pennsylvania, with corresponding email: sultani@upmc.edu]

Manufacturer narrative:
Summarized patient outcomes/complications of portico valve were reported in a research article in a subject population with multiple co-morbidities including diabetes mellitus, chronic dialysis use, chronic lung disease, peripheral arterial disease, cerebrovascular disease and prior myocardial infarction. Some of the complications reported were permanent pacemaker implant (surgical intervention), stroke and patient death these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis.